Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "fm in gel x11. Defective marking x1. Dirty shield x1. Black spot in tube x1. Dirty tube x2. Gel air bubbles x70."

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "fm in gel x11 defective marking x1 dirty shield x1 black spot in tube x1 dirty tube x2 gel air bubbles x70."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel, defective marking, dirty shield, black spot in tube, dirty tube and gel air bubbles with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.